Event description:
This lead was implanted on (B)(6) 2010. A call to technical services on 9/16/11 states that the patient had a pocket revision due to painful pocket. Everything is fine. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).